Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler or liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the available information, the cause of the peritonitis cannot be firmly established. The patient¿s pd culture yielded growth of the klebsiella which is a bacterium normally found in the intestines and stool of humans. Therefore, it is likely the peritonitis was related to a gastrointestinal source, as also reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported that a patient on peritoneal dialysis (pd) had peritonitis. However, there were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. During additional follow-up, the reporting nurse stated that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2021, the patient was seen on the outpatient pd clinic and had a pd culture obtained the same day which yielded growth of klebsiella. Per the nurse, the patient is being treated with the antibiotics cefepime and cefazolin intra-peritoneal (ip), per clinic protocol, on an outpatient basis for 3 weeks. The patient is reportedly recovering from the event and continues pd treatment with the same cycler without any issues. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated the cause of the peritonitis was unknown. However, it was reported the event may be related to gastrointestinal source as this bacterium is normally found in the gut.